Event description:
It was reported, the patient experienced withdrawal and wanted to have her pump removed so she needed a list of doctors. It was further reported that the patient¿s healthcare provider (hcp) decided he would not fill the pump anymore and gave her a name of a doctor who would not take her. It was noted there was no one else to fill the pump. The patient¿s last refill was in (B)(6) and she had been going through withdrawal for 1.5 weeks now. It was also reported, the patient was currently in the hospital and they would be moving her to rehab. The patient needed a list of doctors that would remove the pump and the patient currently does not have a physician. The pump was being used to deliver dilaudid and ¿something else,¿ but it was unknown what the dose or concentration was. It was further reported the patient was admitted to the hospital for withdrawal symptoms because, her doctor was no longer filling pumps and she could not find a physician to take over her pump refills. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8590-1, lot# n238367, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the pump had been empty since (B)(6). On (B)(6) 2014, a roller and dye study were performed to confirm that the pump and catheter were functioning properly in order to resume therapy. The studies were all normal so a system content removal was performed to remove the old drug from the pump tubing and the pump was filled with saline until medication can be obtained to fill the pump. Additional information indicated that the patient was still having concerns with the device or therapy and was working with the doctor or company representative. The appointment date was on (B)(6) 2014.

Manufacturer narrative:
This field was corrected to adverse event only.